Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. Few samples and pictures were provided for the evaluation. Upon evaluation, the reported condition is confirmed. The most likely cause would be due to a loading issue at the ram as the cracked barrels also exhibit abrasions near the finger rests of the syringe. This is an indicative of the positioning foot not contacting the finger rests as intended. This issue can be self-correcting, and the investigation did not identify any systemic issue. A corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during administering, leaking was noticed due to cracks in the body of the syringe. This was happened in the rheumatology department. There was no harm to the patient involved.